Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the cervios trial-implis being as assigned status concomitant (being returned as part of complaint but no part of observed to the damage of holder). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the defective introduces the test implant. The two parts cannot be separated from. Have not been near the patient, it happened before surgery. It was reported that there was no danger to the patient. This is report 1 of 1 for (B)(4).